Event description:
Additional information: the patient's right heart failure did not exist prior to the left ventricular assist device (lvad) implant. The patient had increased rv hf symptoms and experienced atrial arrhythmias and low flow alarms; their diuretics were increased.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
The patient's cardiac arrhythmia was reported under MFR # 2916596-2020-00715. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not conclusively be established through this evaluation. In addition, the evaluation of the submitted log files did not confirm low flow alarms. The submitted system controller event log file contained data from (B)(6) 2021 through (B)(6) 2021. No notable events or alarms were captured. The pump appeared to operate as intended at the set speed. The patient was later found deceased at home due to an unknown cause, and no autopsy was performed; this was reported under MFR # 2916596-2021-06235. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. Section 1 of the IFU provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide#: (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient¿s weight was not provided no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with right ventricular heat failure (rv hf). The patient has chronic lymphocytic leukemia (cll). The patient underwent right heart catheterization (rhc) on (B)(6) 2021. Findings from rhc: ra 14, pa 26, sat 58. Waveforms were sent on (B)(6) 2021. No additional information provided.